Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08821 and 2134265-2015-08872. It was reported that pullback was stopped frequently. The target lesion was located in the coronary artery. A motor drive unit (mdu) was used in conjunction with an opticros imaging catheter and a sled to view the lesion. During a percutaneous coronary intervention (pci), it was noted that "disconnected" message was indicated frequently at 1st pullback and pullback was stopped frequently. The procedure was completed with another opticros imaging catheter. No patient complications were reported and the patient's condition was good.